Manufacturer narrative:
The recipient reportedly experienced decreased performance due to dizziness with device use. Programming adjustments were made, however, the issue did not resolve.

Manufacturer narrative:
Correction: section h.6 the recipient's dizziness has resolved. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2022. The explanted device was received at the company on (B)(6) 2022 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The explanted device was received at the company on 11/02/2021 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly a poor performer. Device testing revealed results within normal limits. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.